Event description:
It was reported that an unexpected receiver shutdown occurred. On (B)(6) 2024, the patient's receiver failed to turn on and the patient was unable to monitor their bg (blood glucose) levels using a bg meter as back-up. At an unspecified time after the receiver shutdown, the patient began experiencing dizziness, hunger, difficulty walking, and vomiting. The patient decided to go to the ER (emergency room) for evaluation. At the ER, the patient¿s bg meter reading was 439 mg/dl. The patient was treated with IV fluids, potassium, insulin, and nutritional support. The patient was discharged home 3 days later. The patient was fine at the time of the report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.